Event description:
While attempting to seal the sharps container lid, pt placed palms of his hands on the round lid and applied pressure to secure the top. While applying pressure, the center section of the lid collapsed into the inside of the sharps container. The collapse of the lid produced a jagged edge that punctured the left wrist of pt. (Leaving a cut about 1/8"). Pt's hand went into the filled sharps container which was used in rptr's needle exchange program.